Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone15.4 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose to over 250 mg/dl while wearing the pod for an unspecified duration of use. No specific symptoms reported. Additionally, the patient mentioned the pod was not delivering insulin when they tried to administer a bolus. The patient received an error on their phone, and stated ¿they could hear the pod clicking, but was not sure it was working¿. The patient was treated with insulin injections at the hospital. The patient was released the following day (B)(6) 2026. The patient removed and discarded pod prior to seeking medical attention.